Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a study regarding a (B)(6), female patient who was receiving compounded baclofen 1000mcg/ml at 319.9 mcg/day via an implantable pump for intractable spasticity and familial spastic paraparesis. The patient contacted the clinic on (B)(6) 2016 and reported increased spasms and pain for two weeks ((B)(6) 2016). She was administered oral baclofen. She then presented to the clinic on (B)(6) 2016 and examination revealed increase clonus, headaches, pharyngeal spasms, and sweating. Device interrogation revealed no alarms and the elective replacement indicator (eri) was 9 months. The pump rate was increased 3% to 329.9 mcg/day and a therapeutic bolus was programmed. On (B)(6) 2016, the patient presented to the emergency department (ed) with baclofen withdrawal and the physician replaced the pump. On (B)(6) 2016, the event resolved without sequelae. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from the clinical site indicated the patient was also taking oral baclofen. The patient's medical history also included hereditary spastic paraparesis and hypercholesterolemia.

Manufacturer narrative:
Analysis of the pump, model# 8637-40 , serial# (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 18-jul-2017 indicating the outcome was resolved without sequelae as of (B)(6)2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump failed prior to the expiration date. It was noted the pump was replaced after a trip to the emergency room for withdrawal symptoms.